Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty pushbutton board. The device's mentron panel and pushbutton board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.